Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Poked, cut - gum (upper left side back) [gingival injury]. Brush head came off while brushing and the metal poked gums [injury associated with device]. Brush head is not staying in place / came off while brushing [device breakage]. Regardless of which brush head I use, it's that area at the top that does not hold it properly - oral-b [device physical property issue]. When the brush heads goes on the device, it gets slack or loose [device connection issue]. Case description: a (B)(6) year old male consumer reported spontaneously via phone on (B)(6) 2017 that where the oral-b brushhead, version unknown went on his oral-b rechargeable toothbrush handle, triumph 3745, it was loose. He elaborated that he purchased 2 toothbrushes, but with both toothbrushes after a while, when the brush head went on the device, it got slack or loose and this had happened more than once. He threw out one of the toothbrushes, and was using the second toothbrush and the same thing happened again. The consumer elaborated that the brush head was loose when he was brushing his teeth, and it came off while he was brushing and the metal part of the toothbrush poked him and cut his gum on the upper left side back. He asserted that it was not the brush head that he had the issue with, but the toothbrush itself; regardless of what brush head he used, it was the area at the top of the handle of the toothbrush that did not hold the brush head in place. He visited his dentist. He discontinued use of the product about 3-4 months ago, after having used the product every day. This was the first time he had used this particular model of toothbrush. The cut on his gum recovered after he gargled with salt and water. The case outcome was recovered. Relevant history: allergy/intolerance - none. No further information was provided.